Event description:
On (B)(6) 2012, an attorney reported to aci that a patient allegedly underwent a catheterization procedure on (B)(6) 2011. It was reported that following the procedure, the physician selected a mynx device to close the access site. No complications were noted at the time of closure. The patient returned at a later date (date unknown) with an alleged blockage and a "sponge like material" was removed from the access site. No further information is available at this time. On (B)(6) 2012, the attorney provided the following information: the patient remained in the hospital until after the substance was removed. The patient underwent the catheterization on (B)(6) 2011, with the closure device being deployed around 1:13 p.m. The records note that "the femoral sheath was removed and a 6 french mynx device was successfully deployed." At approximately 4:44 p.m. On that same date, the patient complained of extreme pain and numbness in her right leg during ambulation. The physician was notified by a nurse at approximately 5:05 p.m. At 5:20 p.m. The physician examined the patient and concluded that the patient needed an additional procedure for purpose of addressing an occlusion in the patient's right common femoral artery. The patient was in the cath lab from 6:45 p.m. Until 10:07 p.m. During which time the flow was restored in all vessels. The physician noted that "there was an area of radiolucency which may represent thrombus or the sealant from the mynx closure device". During the following days, the patient continued to complain of pain and discomfort in her right groin and thigh. On (B)(6) 2011, doppler studies and pulse volume recordings revealed "severe damping" in the patient's right thigh, calf, ankle, and foot. The vascular surgeon concluded that the patient was experiencing "severe arterial insufficiency." On (B)(6) 2011, the vascular surgeon performed a thrombectomy of the patient's common femoral profunda femoris and superficial femoral right arteries as well as a vein patch angioplasty. The vascular surgeon recorded in his operative report that he found a hematoma "around" the patient's femoral artery and disrupted flow in the patient's superficial femoral artery. The vascular surgeon opined that these were "probably secondary to the initial catheterization." The vascular surgeon further noted that there "was what appeared to be a foreign body trapped at the common femoral bifurcation." Subsequent angiograms revealed "good repair with flow and without defects." The possible "foreign body" which was removed by the vascular surgeon was sent to pathology for examination. The resulting report which was prepared by the pathologist states: the specimen consists of a pink-red membranous to tubular portion of a soft tissue, which measures 2.5cm long and up to 0.8cm in maximal diameter. Serial sectioning reveals apparent organizing thrombus. Foreign body is not grossly appreciated. Note: a soft spongiform synthetic material is identified which is encased in thrombus. The foreign material does not polarize. The patient subsequently experienced what was described as "postoperative acute blood loss anemia" for which she received a blood transfusion. The patient reported that the pain she had felt in her leg prior to the catheterization procedure had dissipated. The patient was discharged in "stable condition" on (B)(6) 2011. The patient claims that she still experiences frequent pain and discomfort in her right foot and ankle, which makes it difficult for her to walk. The patient experiences "tingling" in her right groin as well as in the great toe and heel of her right foot. The patient's only other alleged injuries include a small area of numbness above her right ankle and an occasional feeling on the bottom of her right foot. No further information is available at this time.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.